Event description:
It was reported via repair work order that the foot section could not hold weight due to a malfunctioned foot end gas cylinder there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.